Manufacturer narrative:
Na.

Event description:
It was reported that while using the coaguchek xs meter (serial number (B)(4)) to test the patient; the result of 4.1 inr at 7:50 am was obtained compared to the result of 2.4 inr at 9:00 am. A different finger was used for each test. Both of the strips were from the same vial of test strips. The second test was run because the first result was higher than the patient's normal range. There were no treatment or medication changes based on any of the results. The customer does not have any antiphospholipid antibodies. She is not on heparin. It was reported that there was no special or unusual diet. The patient's therapeutic range is 2.0-3.0 inr. The suspect device was requested to be returned and the replacement product was sent. The condition of the patient was reported as good. There was no adverse event. The relevant retention test strips (lot 206196) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable. The meter and strips were returned. They were tested in comparison to a retention meter & masterlot strips. All inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The returned and the retention material meet the specification. There was no product problem found.